Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the requested size was a 79 primary tibia modular tray. However, after it was opened and cemented in place, the tibia modular tray seemed smaller than expected, and it would not accept the correct tibial bearing. It was measured at a size 75 tray. A different size bearing was used to complete the procedure. A 20 minute delay occurred. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of manufacturing records. The product likely left zimmer biomet control non-conforming. Device history record was reviewed and no discrepancies were found. The root cause is determined to be a result of a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.